Manufacturer narrative:
H6: imdrf device code a041001 captures the reportable investigation results of balloon pinhole in the esophagus. H11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no physical damage on the device. The balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole located approximately at 90 mm from the tip of the device and was confirmed during microscopic inspection. No other problems with the device were noted. With all the available information, the product analysis revealed that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Additionally, it is possible that an interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, the endoscope was advanced to the target area, and the device was inserted into the stenosis part. An attempt was made to inflate the balloon, but the balloon did not inflate. The procedure was completed with another of the same device. There were no patient complications reported due to this event. This event has been deemed a reportable event based on the investigation results: the balloon has a pinhole in the esophagus. Please refer to block h11 for full investigation details.